Event description:
It was reported that patient experienced an infusion set adhesive failure on (B)(6) 2026, where the patch did not stick to skin upon insertion, which led to hyperglycemia and corrected insulin via manual daily injections.

Manufacturer narrative:
Initial 1 of 2. This e-MDR is being submitted for fifteen quantities. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.